Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen, right side") in a 56 year-old female patient who had essure inserted (lot no. B15007). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2013 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), arthralgia ("joint pain"), raynaud's phenomenon ("raynaud¿s disease") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (implants removed, hysterectomy). Essure was removed. No causality assessment was received for essure with regard to abdominal pain lower, arthralgia, raynaud's phenomenon or restless legs syndrome. The reporter commented: patient¿s current status: implants removed, hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-jun-2023. The most recent information was received on 17-jun-2023. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen, right side') in a 56-year-old female patient who had essure (batch no. B15007) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), raynaud's phenomenon ("raynaud¿s disease") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (implants removed, hysterectomy). Essure was removed. The reporter provided no causality assessment for abdominal pain lower, arthralgia, raynaud's phenomenon and restless legs syndrome with essure. The reporter commented: patient¿s current status: implants removed, hysterectomy new ha reference number received on 09-jun-2023: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Lot number: b15007. Manufacture date: 2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.